Event description:
An attorney reported that approximately two years following intraocular lens implant surgery, his client experienced an ache around his eye and started seeing l-shaped spongy floaters one week later. The client saw an optometrist who diagnosed posterior vitreous detachment (pvd). Eight months later, in 2008, the client reported to his optometrist that he sees bright lights in the periphery of his right eye. The client's ophthalmic surgeon had reported seeing concentric rings on the intraocular lens (iol) in 2006; the concentric rings were reported to be not visible to the patient and did not impair the patient's vision.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation; the device remains implanted. Product history records were reviewed and indicated the product met release criteria. There have been no similar reports in this lot of product.